Event description:
Reportedly, the device was interrogated in the box on (B)(6) 2015 (before the implantation procedure) and a warning message showing high atrial and ventricular lead impedance (above 3000ohms) was displayed on the programmer. The first session was closed and the pacemaker was re-interrogated; however, the same warning message was displayed again. It was also reported that there was no other pacemaker around this device (there was only this pacemaker in the operating room at that time).the subject pacemaker was not implanted on that date and an analysis is requested.

Event description:
Reportedly, the device was interrogated in the box on (B)(6) 2015(before the implantation procedure) and a warning message showing high atrial and ventricular lead impedance (above 3000ohms) was displayed on the programmer. The first session was closed and the pacemaker was re-interrogated; however, the same warning message was displayed again. It was also reported that there was no other pacemaker around this device (there was only this pacemaker in the operating room at that time).the subject pacemaker was not implanted on that date and an analysis is requested.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029.

Event description:
Reportedly, the device was interrogated in the box on (B)(6) 2015 (before the implantation procedure) and a warning message showing high atrial and ventricular lead impedance (above 3000ohms) was displayed on the programmer. The first session was closed and the pacemaker was re-interrogated; however, the same warning message was displayed again. It was also reported that there was no other pacemaker around this device (there was only this pacemaker in the operating room at that time).the subject pacemaker was not implanted on that date and an analysis is requested.

Manufacturer narrative:
Preliminary analysis of the available data showed that the reported behaviour most probable due to the cross-talk (the device was most likely interrogated within the vicinity of other devices). The device will be returned to our laboratory for further analysis.